Manufacturer narrative:
A ge service representative performed an onsite investigation. The system's c-arm battery breaker was turned on. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that during a case the system displayed a precharge voltage error, powered off in ten minutes, then would not reboot up. The case was completed with another system. No patient injury was reported.